Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest and required cardiopulmonary resuscitation (CPR). The patient was noted to be hyperkalemic. There was potential loss of capture on the atrial and ventricular leads on stored electrocardiogram (egms). There was also potential over/undersensing on the ventricular lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.